Manufacturer narrative:
Approximate age of device ¿ 1 year, 4 months. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was seen at the clinic for routine follow up and during dressing change, purulent yellow drainage was noted. Cultures were sent and came back positive for gram positive bacilli and corynebacterium. An infectious disease physician was consulted. It was reported that because the patient was afebrile and had normal white blood cell count with no local erythema and minimal drainage, the patient would solely be monitored with no antibiotics. No further information was reported.